Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced occlusion alarms due to an occlusion in the tubing on (B)(6) 2026. The patient experienced hyperglycemia and received treatment with correction bolus via pump. No further information available.